Event description:
They had a problem with a basket, the filiform broke off. The tip of the stone extractor broke off in the pt and, user facility did a second procedure to remove the tip. Date of second procedure was 01/05.